Event description:
Report received from USA stating that the device required service. During servicing, the device was found to be frozen. It is unk if the device was used in surgery. It is also unk if there was any patient or user injury, medical intervention or surgical delay related to the event. No add'l info available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "frozen" could be confirmed. During service the device was found with to be "frozen". If add'l info becomes available a supplemental report will be submitted (B)(4).